Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one coil migrated and became embedded in and/or perforated uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("extremely heavy and irregular vaginal bleeding"). The patient was treated with surgery (to remove essure device). Essure was removed in (B)(6) 2017. At the time of the report, the uterine perforation and vaginal haemorrhage outcome was unknown. The reporter considered uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: coils were in place and bilateral occlusion. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.